Event description:
It was reported that the sheath was damaged and difficult to remove. A filterwire ez was used during a carotid stenting procedure. During the procedure, the filter sheath was damaged close to the filter and was difficult to remove.

Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). Detailed event information was not provided to bsc. We completed a good faith effort to obtain additional information. If additional details become available, a supplemental report will be submitted.